Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was not reported whether the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, every 5th day, intraperitoneal, ongoing) and ceftazidime (1g, once daily, intraperitoneal, ongoing) for peritonitis. Pd therapy is ongoing. The patient is recovering from the event. It was reported retraining for break in aseptic technique was done. No additional information is available.